Manufacturer narrative:
The investigation into the reported "positioning issues and low pump flow" has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the root cause of the positioning issue was use related due to cannula kink when pump was malpositioned into aorta during repositioning. Data logs were reviewed, and positioning issue and motor current spike alarms were observed. So, the low pump flow was likely due to cannula kink with improper positioning. The root cause of the low pump flow issue was most likely due to kinked cannula based on clinical information and data log review. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported the decision was made to place left sided impella cp with possible right sided support also with and impella rp placement. The cp pulled out into aorta when attempted to reposition. The impella cp was removed from the body and physician made the decision to run in water and use same pump for reinsertion. Flows when restarted were 1.2 and continuous suction alarms. After looking at left ventricle (lv) signal, it was suggested to check position again and at that time noted a kink in the impella cannula. Discussion between cv surgery and interventional cardiology was held, and the decision was made to pull impella and place iabp.